Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was placed in the right ventricle with acceptable results, however the physician was unable to remove the stylet from the lead without using force. After stylet removal the lead would not pace or sense. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was noted that the distal conductor of the lead became extrinsically distorted due to pulling/str etching/overstress, and visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that stylet insertion test failed. The inner insulation breach was related to the sensing issues, and the distal conductor distortion prevents the stylet from going through lead.